Manufacturer narrative:
Medical devices: dtba1q1 device, implanted: (B)(6) 2015.

Event description:
It was reported that a left ventricular (lv) lead alert for high pacing impedance triggered, and it was noted the lv threshold also increased. The impedance had exhibited a gradual increase over a two month period and then a sudden high spike in impedance was observed. The lv lead remains in use. No patient complications have been reported as a result of this event.